Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the units was mismatch when user trying to pull medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the issue was due to configuration and interpretation of concentration volume and strength unit settings after the system conversion. A technical support specialist provided the customer with information from the user guide regarding concentration volume, total volume per unit, and strength unit. The specialist explained the calculation logic and recommended enabling the ¿show conversions on remove¿ option to display strength and volume together for clarity. The customer was informed that medication dosing decisions must be handled by medical personnel. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the units was mismatch when user trying to pull medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.